Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.7. Cgm sensor type: g6.

Event description:
It was reported that the patient had been gone to the hospital emergency room with high blood glucose levels. The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 1 and 4 hours. It was reports that the patient received a pod hazard alarm while wearing the pod and upon checking the application the pod showed it was empty of insulin. The patient reports being afraid that the pod had delivered 200 unites of insulin in a short period of time. The patient was taken to a lifeguard and the emergency medical technician's were contacted. While on the way to the hospital in the ambulance the patients pod was removed. The patient was provided juice bringing their blood glucose levels up to 300 mg/dl. The patient was in the hospital emergency room for 4 hours.